Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous left radial artery. Vascular access was obtained via the left radial artery. The physician advanced the 6 x 20/40 sterling balloon catheter across the lesion. The balloon was inflated once to 8 atms for 60 seconds. Then it was inflated to 14 atms for 60 seconds and ruptured. The physician successfully completed the procedure with another 6 x 20/40 sterling balloon inflated to 14 atms for 40 seconds. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)